Event description:
A right total knee replscement was performed in 2/88. In 3/92, the patient experienced decreased right knee range of motion and instability upon walking. X-ray revealed wearing of (r) knee prosthesis and patella component was found to be fractured and was replaced w/o complication on 4/15/92. Additional original devices involved (2 other components of (r) total knee replacement unit) were: howmedia femoral and tibial components; these components remain intact and stable. The device purchase date is unknowndevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor, other. Invalid data - on device destroyed/disposed of status.